Manufacturer narrative:
Information contained in this record was previously submitted thru asr on (B)(6) 2008. Lab analysis results: brown particle material was observed on the outer surface of the device. Device was received in two pieces. An extended opening was observed on the posterior of the shell. The shell and patch of the device were missing. The reason for reoperation was rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported right side rupture. The device has been explanted.